Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones as the battery was at end of life and had prematurely depleted. No intervention has been performed at this time and the s-ICD remains in service. No adverse patient effects were reported.